Event description:
Customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the snubber, batteries, and battery charger needed to be replaced. Customer will decide whether or not to repair.